Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Delivery accuracy tests were performed and the pump was found to be giving an over-infusion. The root cause of the reported issue was found to be undetermined. Actions were taken to mitigate the reported issue: the expulsor was trimmed and recalibrated.

Manufacturer narrative:
Phone: (B)(4).

Event description:
Information was received indicating that a smiths medical pump administered 100mls in 16.5 hours instead of the expected 36 hours. It was mentioned that the patient had received 47ml. However, 50ml of flushing and presence air detected. There were no reported adverse events.